Event description:
It was reported that the left ventricular (lv) lead exhibited placement difficulty while the physician was trying to position the lv lead inside the target vein of the coronary sinus. It was noted the guidewire became stuck in the lv lead during placement attempt and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal conductor was extrinsically distorted due to kinking/buckling, there was blood on the lv4 (low voltage 4) conductor and it was obstructed, there was blood on the lv3 (low voltage 3) conductor and it was obstructed, there was blood on the proximal conductor and there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.